Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video connector flooded, corrosion on the video connector, and a cracked connector. Based on the results of the investigation, it is likely that the following led to the malfunction: the video connector was not airtight due to cracks, and it was presumed that water had entered the connector, resulting in flooding. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device rigid endoscope connecting section was loose. The issue occurred during an unspecified procedure. There were no reports of patient harm.